Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided abscess drainage catheter placement procedure using navarre drainage catheter. Post the procedure, the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided and reviewed. The first photos show the partial view of the drainage catheter hub which was implanted into patient. Hub was noted to be completely fractured, and second photo shows the broken segments of catheter hub. However, the investigation is inconclusive for the reported hub fracture issue for second device as no objective evidence to confirm this was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound-guided abscess percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Post the procedure on (B)(6) 2026, the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.